Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported patient effects. The reported patient effects of worsening mr and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to patient/procedural conditions, as the clip was implanted on the thick and calcified leaflets, which likely contributed to the chordal lateral cleft in the leaflet identified one day post procedure. The reported worsening mr was likely a symptom/secondary effect of the leaflet cleft. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the cleft with increased mitral regurgitation (mr). It was reported the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mr with a grade of 3. One clip was implanted, reducing the mr to 1. One-day post procedure, it was found that the patient had a lateral cleft with increased mr of 3-4. The clip was confirmed to be secure on both leaflets and the patient remains stable. No further treatment has been planned. No additional information was provided.